Event description:
Rayner received an initial report from a patient regarding his post-operative results following implantation of a c-flex 570c +20.5d intraocular lens. The information provided to rayner indicates that the patient's visual acuity has decreased significantly since receiving the c-flex 570c iol. The patient advised rayner that he had discussed his case with a different healthcare professional at a private hospital in (B)(6), where we are advised that the lens was subsequently explanted. The patient comments that "I was operated and done iol exchange of same power. The lens was sent to laboratory for examination.

Manufacturer narrative:
This incident has been allocated the reference number (B)(4). Rayner has contacted the patient and the healthcare professionals for further information. No such information has yet been provided. The return of this lens has been requested. The manufacturing records for the c-flex 570c +20.5d batch 090e15262 were reviewed and no anomalies have been detected. Normal manufacturing and sterilization were recorded. A review of complaint date has confirmed that no complaints of any type have been received against the c-flex 570c 090e15262 batch. The c-flex 570c intraocular lens is available in the united states.